Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product used? N/a, was discarded. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No complications. Did the needle fall into the patient? No. If yes, was the needle piece(s) retrieved during the same procedure?; were x-rays taken to locate the needle piece(s)?; what measures were taken to retrieve the broken piece?; does a piece of the needle remain in the patient¿s tissue? No. If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) - (please refer the attached email). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Product was not kept. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee procedure on (B)(6) 2025 and suture was used. The tip had broken off during use. There was a delay in closure. Case was completed with a like device. No patient harm was reported. Additional information has been requested.